Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 21-jan-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being withdrawn, the nose cone caught on the valve, causing it to dislodge. As the non-medtronic pigtail catheter was being withdrawn, the pigtail catheter also caught on the valve frame and completely dislodged the valve, at which point the valve had no contact with the ascending aorta. The valve was surgically removed and replaced by a non-medtronic valve. No additional adverse patient effects were reported.